Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer called tandem technical support for assistance on clearing out a mistaken entry for a bolus request which had not yet been delivered. Reportedly, the customer inadvertently selected to add a blood glucose (bg) value in error. The customer stated a bg value of "60" had been input instead of an amount of "60 grams" for the carbohydrates. Tandem technical support assisted the customer in backing out of the bolus screen and going back to the home screen. It was confirmed that the customer will re-enter with the correct entry. The customer's blood glucose level was 150 mg/dl.